Manufacturer narrative:
Date of event: unknown. This report is for an unknown screw/unknown lot. Initial reporter: phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the blade plate fractured at blade root. Blade plate fracture in situ for six weeks, the patient was not yet fully weight bearing. On (B)(6) 2014, the patient was admitted for a revision and fixation procedure. The original surgery was on (B)(6) 2014 on a (B)(6) year old girl with no other health problems. Four weeks later she presented with pain and was revised on (B)(6) 2014. This report is for an unknown screw. This is report 2 of 2 for (B)(4).